Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Upon review of the data logs and pump, there was no problem observed with the return product and logs indicate definitive automated impella controller (aic) failure pattern suspecting the console. No problem was found with the pump, and it is apparent the console ic8030 was the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that while doing groin dressing, a team member noticed that the placement signal had disappeared from the automated impella controller (aic). After a few minutes the placement signal returned. Patient stable throughout. No changes to the plan of care were made